Manufacturer narrative:
H10: per servicemax case notes, a service proposal for philips repair was sent to the customer for approval, but the proposal has now expired. Therefore, repairs were not completed by a philips service engineer. Per good faith effort (gfe) response received on 04/03/2023, the customer did not accept the proposal and no onsite work order was generated. It is unknown what the outcome of the service event was, and no further information was given by the customer. Additionally, it is unknown if the device was repaired through a third-party vendor. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touch screen does not work, the ventilation mode cannot be changed. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.